Event description:
Spontaneous call from (B)(6) from doctors office, called to report the patient gel-one device was defective. She stated when the package was opened on (B)(6) 2020, the medication had leaked out from the side of the syringe, and due to the faulty device the patient was not able to get any of the medication. Start and stop dates are not applicable since this was to be the first time pt used medication, and pt was not able to use it. Pt did miss a dose, no adverse event reported due to missed dose; the device is available for return. No further information provided. Reported to (B)(6) by health professional.